Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a carpal tunnel surgery procedure on (B)(6) 2010, and suture was used. The pt was experiencing stabbing burning pain in the hand for two days following surgery and numbness in the hand (underside of thumb), which persists. Also, the pt cannot move her middle and index fingers which also persists. The wound looks pretty normal, it is not completely healed yet and is moderately inflamed. The surgeon has indicated that the pt's ulnar nerve appears to be ok. The pt will be seeing the surgeon again in (B)(6) 2011.